Event description:
During cystourethroscopy and urethroplasty, the foley bub was deflated and there was resistance met during attempt to remove. The bulb was further deflated and resistance persisted. The bulb was inflated and deflated again with saline and despite use of lubricate it was difficult to remove. This resulted in a thin rim noted to be present after removal and superficial laceration along posterior edge of the urethral meatus. This area required repair using interrupted stitches parallel to the lumen of the urethra.